Event description:
It was reported that the patient would be having revision surgery because she had an accident where something fell on her chest and it was believed that it yanked the lead or that the lead had "come off". The patient then only had the generator replaced, the lead was not replaced. Information was received from the physician's assistant that high impedance was not observed. The report that the lead was "yanked" and might have "come off" refers to the lead becoming possibly disconnected from the generator. This was believed to have occurred after the patient reported significant injury to the site where the device felt to be rotated and painful. During interrogation, the device "could not be accessed". It was noted that the generator was replaced since the device could not be accessed and error given after trauma. There was no problem with the lead confirmed during surgery. Per the physician, the surgical intervention was for both patient comfort only and to preclude a serious injury. No other relevant information has been received to date. The explanted generator has not been received by the manufacturer to date.